Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a pulmonary parenchyma resection, the surgeon pushed the green button, but the device could not be fired. They replaced the old cartridges with a new cartridge and it fired completely, but the surgeon felt strange when firing as well as on the second firing. They replaced the old handle with a new handle to complete the case and resolve the issue. The third firing was completed. The patient had pneumothorax for three times. The event did not cause the patient to have a pneumothorax. There was no medical interventions done to resolve the pneumothorax. The patient's current status is no problem.

Event description:
According to the reporter, during a pulmonary parenchyma resection, the surgeon pushed the green button, but the device could not be fired. They replaced the device with a new cartridge and it fired completely, but the surgeon felt strange when firing as well as on the second firing. They replaced the device with a new handle to complete the case and resolve the issue. The patient had pneumothorax for three times.